Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the unit was loosing vacuum at the beginning of the case. The surgeon completed the case without patient harm.

Manufacturer narrative:
Additional information provided: the company service representative examined the system and was able to replicate the reported event. The nonconforming fluidics mechanism was replaced. The system was then tested and met all product specifications. The nonconforming fluidics mechanism was received and a visual assessment of the returned sample found no visual nonconformities. The sample was installed into a calibrated system, where it was found to meet product specifications. The root cause of the reported event can be attributed to internal component wear/reliability, however, which component may or may not have contributed to the reported event remains unclear. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to internal component wear/reliability. The manufacturer internal reference number is: (B)(4).